Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer. No medical intervention was reported by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device information has been updated/corrected in this report. The "reporter country" has been corrected in this report. In this report, box a, b, d, e, h has been updated/corrected.